Event description:
It was reported that a patient presented to an emergency room with syncopal episodes. Upon interrogation, the ventricular lead exhibited no pacing, increased pacing lead impedance and noise. Reprogramming was done and patient was stable at the time of discharge.